Event description:
The customer reported that an erroneous low total protein (tp) result was generated on a cx5 clinical analyzer for one patient sample. The tp result was questioned as its corresponding albumin/globulin ratio result was negative. The erroneous tp result was not released from the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc assessment of customer supplied data indicated that upon repeat on the same instrument, the tp result was higher and considered valid. No other patient results were questioned as part of this event. Analyte quality control results recovered within the laboratory's established ranges during the timeframe of the event. No patient specific information of sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Through beckman coulter inc led troubleshooting, the customer examined the instrument and found that the sample mixer was bent. The customer replaced the mixer and resolved the issue. Upon completion of the necessary repairs, the instrument was returned into service. The root cause of this event appears to be a bent sample mixer.